Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   The device was no returned to olympus for inspection. Therefore, the customer's malfunction was not confirmed.  Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source lamp did not light. When preparing the device for use the customer found the lamp hours replacement light was on. The device was swapped out. There were no reports of patient involvement.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.